Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("right essure coil was located perforating from posterior lateral aspect of uterus"), device dislocation ("left essure coil was located adhered to the epiplotic fat of the descending colon/"one of the clips was in the wrong place", suspect essure coil based on this description") and embedded device ("left essure coil was located adhered to the epiplotic fat of the descending colon") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of overweight, abortion, parity 2 and multi gravida. In 2009, the patient had essure inserted. In 2020, she experienced pregnancy with contraceptive device ("got pregnant in 2020"). At an unknown time, she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: history of essure-did not follow up for hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.276 kg/sqm. [Ultrasound scan] on (B)(6) 2021: left essure was not visualized. [Urinary system x-ray] on (B)(6) 2021: radiopaque essure coils are seen on both sides of the upper pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("right essure coil was located perforating from posterior lateral aspect of uterus") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of overweight, abortion, parity 2 and multi gravida. In 2009, the patient had essure inserted. In 2020 she experienced pregnancy with contraceptive device ("got pregnant in 2020"). Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: history of essure-did not follow up for hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.276 kg/sqm. [Ultrasound scan] on (B)(6) 2021: left essure was not visualized. [Urinary system x-ray] on (B)(6) 2021: radiopaque essure coils are seen on both sides of the upper pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.